Event description:
It was reported to boston scientific corporation that a protegen sling was implanted (B)(6) 1997. According to the complainant, the patient experienced urgency, urine leakage, recurrent urinary tract infections, bladder pain, mesh erosion, abdominal/pelvic pain and underwent an additional procedure to remove mesh. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 077021, could not be matched to the upn.